Event description:
It was reported that the balloon did not deflate before use. There were no patient complications reported.

Event description:
Reporter alleged the customer obtained the results of 425 mg/dl, 389 mg/dl and 145 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received based on the results obtained. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
Customer report was not confirmed. The balloon inflated clearly and, concentrically and remained inflated for 5 minutes without leakage observed. The balloon deflated within 2 seconds with the syringe detached. The specification for deflation is 4 seconds. All through lumens are patent and there was no leakage observed. There was no visible damage to the catheter body or any visible damage to the returned syringe.